Event description:
It was reported that sometime post chronic catheter placement, the catheter was allegedly leaked at hub during flushing. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that sometime post chronic catheter placement, the catheter was allegedly leaked at hub during flushing. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation and no photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.